Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was explanted and replaced due to ¿premature¿ battery depletion. It was noted the primary cell ins had ¿one year and three months longevity¿ and then became ¿completely depleted.¿ it was further noted the ins electrode settings were ¿c+, 2-, and 6-¿ and the other ins settings were ¿4 volts, 210 microseconds, and 130 hz.¿ it was stated there were ¿no¿ patient symptoms or complications associated with the event. Additional information has been requested. A supplemental report will be filed if additional information becomes available.